Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 26 mg/dl. Reportedly the customer administered a 10 unit override bolus that caused the decreased bg. Emergency services were called and customer was given a glucagon injection and transported to ER. Customer was treated with intravenous fluids of saline to address the bg level. Customer was discharged later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.